Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading read "hi". The customer stated that the following symptoms lead to the event: weakness, excessive thirst, and frequent urination. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed because the customer did not have a tubing clamp, so a tubing clamp was sent to the customer. The customer was advised to call back to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.